Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm in zone 1 and a thoracic aortic dissection. Prior to the procedure, debranching was carried out with rax-lcca/lax to secure sufficient sealing length. It was reported that the 32x28x150 was implanted just short of the dissection entry and just below the right brachiocephalic artery (zone 1). Overlapping zone was secured only about 35mm in length. Final angiography confirmed an endoleak, which seemed to be a possible type ia endoleak, flowing into the entry of the false lumen. Touch-up was carefully carried out and the amount of the endoleak was slightly decreased, but it still remained. Then coiling was given to left common carotid artery; however, the endoleak did not resolve. No further treatment was given. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is stable. The physician commented that a size larger device might have been better for this case. It is difficult to choose appropriate device size for dissection case.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (implanting in zone 1, pre-operative dissection).